Event description:
It was reported that the pt had his spectra penile prosthesis replaced with an inflatable penile prosthesis on (B)(6) 2013 due to right distal erosion. A right "distal cavernosal reconstruction with z-plasty" was performed. No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.